Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow up where noise, low pacing lead impedance, and high threshold were observed. Positional testing and isometrics did not reproduce the noise. Lead fracture was also noted. Lead was explanted and replaced.